Manufacturer narrative:
The referenced pump exchange of (B)(6) 2016 was reported under medwatch report# 2916596-2016-00545. The device exchange referenced after the driveline infection is reported under medwatch report #2916596-2016-02160. (B)(4). Approximate age of device - 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a history of acute thrombus and a pump exchange on (B)(6) 2016. The patient presented with a driveline infection and on (B)(6) 2016 and was admitted for heparin bridging prior to fluid drainage collection from the infection site. The plastic surgery team performed an incision and drainage of the driveline infection site. On (B)(6) 2016 a second incision and drainage with debridement was performed. The patient experienced post-procedure bleeding, and heparin was discontinued. On (B)(6) 2016 another debridement was performed. On (B)(6) 2016 the patient underwent an omental flap procedure and a jackson-pratt (jp) drain was placed. On (B)(6) 2016 an exploratory laparotomy with washout and evacuation of a hematoma and approximately three liters of blood was performed. The patient was administered 4 units of red blood cells and 1 unit of platelets. The patient's pump was subsequently explanted.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.